Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Insulin pump was exposed to moisture. Insulin pump had fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion/moisture damage on the electronic assembly electrical board 1 and electrical board 2. Electrical board 1 and electrical board 2 were cleaned with isopropyl alcohol with no effect. A test electrical board 1 and then a test electrical board 2 were swapped out and blank display remained. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download the trace/history files using thus due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump was also received with scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, end cap address label fading, and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.